Event description:
A customer contacted beckman coulter inc. (Bec), to report obtaining a reactive toxo immunoglobulin g (igg) result from unicel dxi 800 access immunoassay system for one patient. Previous testing of the patient sample on an alternate method gave a negative result. The specimen was transferred to a pour off tube, centrifuged and repeated on the dxi 800 analyzer. This resulted in a lower result in a different clinical category. The results were not reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Every positive toxo igg patient sample is transferred to a pour off tube, centrifuged and re-tested. Qc, calibration and system information has not been supplied to date. There is no indication that service was dispatched for this event. No definitive root cause has been determined for this event.